Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent, abdominal pain and fever. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized and treated with injection meropenem (500mg, three times a day, intravenous, ongoing) for peritonitis. On the same days as event onset, the patient's catheter was removed and switched to hemodialysis. Six days later, the patient recovered from peritonitis. The patient was recatheterized and restarted on pd therapy. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.